Event description:
This combines two separate events that occurred within a two week period and have contributed to a house wide quality improvement initiative.while transporting a patient in a wheelchair with infusion devices on a pole, wheels dragged or caught causing the pole to tip. In one occurrence, the staff member was struck on the arm by the infusion pump and was checked in the emergency department and released. The other occurrence was similar, however, when the pole tipped, it struck a patient in the back of the neck; the patient was checked and observed with no complications.it was determined that this was a larger problem than just these two events: other events hadn't been reported and staff have struggled with other poles "for years."causes:older poles have smaller wheel bases and lower weights in the base.a pole with troublesome casters is not usually reported for repair, because they are in short supply.they are not reported because they are in use and after use set aside, but staff forget to report them or are afraid to lose it.the hospital clinical leadership is meeting to review IV pole replacement options.personal note: not sure how this "flew under the radar" for so long.